Event description:
New information received notes that the noise over-sensing in right atrial (ra) lead resulted in inappropriate mode switch.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing. The ra lead was explanted and replaced. The patient was in stable condition.